Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the stylet still inserted in lead. Stylet was removed from lead and it was visibly kinked. Using the stylet sample in the rpa lab to test, the stylet passed through the coil lumen of the lead without obstruction . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt there were problems with stylet maneuvers inside the lead. The lead was difficult to place, and high thresholds and no pacing signal were also reported. The lead was removed and replaced. No patient complications have been reported as a result of this event.